Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient experienced packaging issue on (B)(6) 2025. It was reported that the product packaging was incorrect/inconsistent with product package labeling. Packaging was reported as not sealed properly, misshaped or sterile packaging was not intact. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information: this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006563, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6006563 was manufactured according to the work instruction (wi) version 78 and manufactured in the line multivac 12 on 13/apr/2024, with a total of 28,500 units. Assembly: the lot 4d00180 was assembled according to work instruction (wi) version 27 on-line inspection for assembly of quick set on 13/apr/2024, with a total of 29,200 units. The lot 4d00181 was assembled according to work instruction (wi) version 27 on-line inspection for assembly of quick set on 13/apr/2024, with a total of 29,200 units. Reiew of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.